Manufacturer narrative:
(B)(4) fiber and (B)(4) cap are associated with the (B)(4) break.

Event description:
The customer reported that the fiber cap detached inside the pt during a prostate procedure. The customer also reported that the fiber had kept overheating and that the fiberlife message had appeared repeatedly. The cap was retrieved. The procedure was completed with a second fiber. No pt injury was reported as a result of this event.